Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup vvi mode possibly caused by the right ventricular lead issue. Lead replacement was discussed. The patient was stable. No further information was available.

Manufacturer narrative:
Manufacturing report 2017865-2018-14302, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.